Event description:
Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Tbd (to be determined) replacement was noted. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the device turned on and off when it was on. The patient had concerns that the leads may be broken. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: extension model # 748940 lot # nhu085488v implanted (B)(6) 2005 explanted unknown; extension model # 748940 lot # nhu085316v implanted (B)(6) 2005 explanted unknown; lead model # 389033 lot # j0454758v implanted (B)(6) 2005 explanted unknown; programmer model 7435 lot # nft049248p.